Event description:
It was reported that during a gastric bypass procedure, on the 7th firing with a gold cartridge there were malformed staples. There was no issue with previous firings. No patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with a cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during a nissen fundoplication procedure, the unit faulted. The device was cleaned from the tip with needle. The shear was placed in scabbard and the tip broke from the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.